Manufacturer narrative:
Block b3: the exact date of event was not reported. The article published date is used for the estimated date of event. Block h4: the suspect device lot number and upn were not reported. Therefore, the manufacture and expiration dates are unknown. Block g2: literature source: chang li-chun "cold versus hot snare polypectomy for small colorectal polyps" a pragmatic randomized controlled trial, department of internal medicine and health management center, national taiwan university hospital, taipei, taiwan, https://annals.org by boston sci-ms10-106. Block h6: imdrf patient code e0506 captures the reportable event of severe delayed bleeding. Imdrf impact code f2302 captures the reportable event of blood transfusion. Imdrf impact code f2301 captures the reportable event of endoscopic clipping. Imdrf impact code f08 captures the reportable event of prolonged hospitalization.

Event description:
Boston scientific became aware of events involving captivator ii snares through the article "cold versus hot snare polypectomy for small colorectal polyps" by chang li-chun, et al. Per the article, between july 2018 and july 2020, the following occurred with the study of patients: delayed bleeding developed was mild and presented as rectal bleeding with spontaneous cessation. Severe delayed post-polypectomy bleeding occurred in the patient. The patient received a blood transfusion. This was resolved with endoscopic clipping. Please see the reference article for full details.